Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/02/2016 with the following findings: the review of the black box and the alarm history showed a ¿cs088¿ watchdog alarm on (B)(6) 2016. The ¿ez-prime¿ steps were performed correctly and no ¿cs088¿ alarms or any errors and warnings occurred during the investigation. Therefore, investigators were unable to duplicate the ¿cs088¿ complaint. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.